Event description:
Information was received indicating that a smiths medical tubing would not flow with fluid. The pump was working fine but there was no fluid draining from the bag. There were no reported adverse events. When the tubing was changed, the issue was able to be resolved.

Manufacturer narrative:
Device evaluation: two device samples were returned for evaluation. Visual inspection of the devices showed no abnormalities. The devices were connected to cadd-legacy infusion pumps and given functional testing. The devices were found to allow for priming but some resistance occurred at the free flow flow stop device. Examination at this area showed the devices were returned to smiths medical without the blue clips and kinking at this area of the tube was the cause of the resistance. The blue clips are required to remain on the tubing until connected with pump. The devices could not be further tested due to their returned condition.